Event description:
It was reported that a few days after it was implanted this right atrial (ra) lead dislodged, with it subsequently repositioned but it dislodged again so it was explanted. No additional adverse patient effects were reported. The device is not expected to return for analysis.